Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the device was not working properly. There was no known patient impact reported.

Manufacturer narrative:
Analysis found that the device came in with no fault found. The device was cleaned and tested in accordance with manufacturing specifications. The unit was placed into the burn-in chamber to try to duplicate the customer complaint and could not duplicate the preamp failure. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) via a manufacturer representative that the device did not deliver enough energy.